Event description:
It was reported that the spinal cord stimulation (scs) patient experienced increased pain at the site of the implantable pulse generator (ipg) where it looked as though the ipg was being pushed out of the body but did not break through the surface of the skin. The patient underwent a revision procedure where the ipg was placed more midline and deeper to make it less painful for the patient. The patient was doing well post-operatively.